Manufacturer narrative:
Citation: didier tchetche et al. Update on the need for a permanent pacemaker after transcatheter aortic valve implantation using the corevalve accutrak system. Eurointervention 2012;8:556-562. Date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study performed to evaluate the need for a permanent pacemaker following transcatheter aortic valve implantation using the medtronic corevalve bioprosthetic valve and accutrak delivery catheter system. The study population included 134 patients (predominantly male; mean age 82 ± 4.7 years), all of which were implanted with a medtronic 26 or 29-mm corevalve between september 2010 and june 2011. No serial numbers were provided. Among all patients, 7 cardiovascular deaths and one unknown death occurred at 30-day follow-up. During longer term follow-up there were 16 additional deaths with no cause provided. None of the deaths were attributed to medtronic product. Observed adverse events included: 126 paravalvular leak (109 mild and 17 moderate), 18 new onset left bundle branch block, 17 new onset atrio-ventricular block, 2 atrial fibrillation, 23 vascular complications (16 minor and 7 major), 31 bleeding complications (8 of which were life-threatening), 4 stroke, 16 acute kidney injury, 3 mild mitral regurgitation, 1 peri-operative valve embolization which required a valve-in-valve intervention, and 12 permanent pacemakers implanted due to arrhythmias. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.